Event description:
Additional information received reported that the patient experienced symptoms include withdrawal, spasticity and pain. Patient's outcome was noted as 'back to baseline before issues with pump presented.'

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motor stall occurred. A critical alarm due to motor stall was not heard but was confirmed by telemetry. Pump logs showed a motor stall on july 28 at 8:50am and stopped pump may exceed tube set. The patient experienced increased back pain and was "more stiff". The reporter stated that patient was not in acute distress and was not having withdrawal symptoms. The patient had an MRI on june 14 and the pump was checked afterwards and the pump had recovered. It was reported ten days later that following the MRI the pump restart was not successful and that it was an unrecoverable motor stall. The pump was replaced and the patient was "healing well from the surgery". The device system was used to deliver lioresal (baclofen). A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4): analysis of the pump found pump motor gear train anomaly. The anomaly was corrosion, and or wear and or lubrication. The analysis of the pump also found high battery resistance. The pump was stalled with no stall recovery. During internal decontamination a low battery reset occurred after programming the pump at maximal rate for an hour. The battery resistance was tested and had a passing resistance of 171 ohms. The technician found significant residue on the upper shaft of gear 1 and some residue on the top bridge assembly. Further analysis did not show any other severe anomaly, and it was determined that it was a high resistance battery that caused the low battery reset in lab.